Event description:
It was reported that patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced pacemaker mediated tachycardia (pmt) which appears to be pacemaker driven and ended with algorithm appropriately. In addition, the respiratory sensor has been disabled by the signal artifact monitor (sam) device diagnostic due to atrial arrhythmia episodes. At this time, device remains in service. No adverse patient effects were reported.